Manufacturer narrative:
The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog nad novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental reported will be submitted.

Event description:
It was reported that the customer received an occlusion alarm while sleeping and did not hear the alarm. Customer woke with diabetic ketoacidosis. Customer was hospitalized and treated with intravenous insulin drip and anti-nausea medication. Customer's endocrinologist had recently prescribed apidra insulin. Customer was discharged from the hospital on (B)(6) 2015. Customer is now using novolog insulin and no further occlusions have occurred.